Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient's representative regarding an implantable neurostimulator. The reason for call was caller stated that the patient went to see their managing healthcare provider last week and was told that the implanted device is old and needs to be replaced. Caller stated the healthcare provider told them that they no longer work with the manufacturer so the patient needs to find a new healthcare provider, however they still want to manage the patient. Agent asked caller if patient has seen eri or eos or anything indicating that it is time to replace the implant as the longevity should be 9 years. Caller stated they don't know, only know that they said it is "not working" the patient has been experiencing a return of pain. Agent did not ask about the circumstances that led to the reported issue. The patient was redirected to their healthcare provider to further address the issue. Agent emailed caller physician listings. 2023-sep-08: additional information was received from the patient. They reported that the implant battery died and no longer provided therapeutic relief. Patient stated they met with their healthcare provider (hcp) and it was determined that the system and battery were the issue. The solution was to replace the battery in the implant. The battery was replaced. Issue was resolved. A new battery was placed and a manufacturer representative (rep) reprogrammed the implant for pain relief.

Event description:
Additional information was received from a healthcare provider (hcp). The hcp reported the cause of the ins being dead was a manufacturer's representative indicated end of life of the battery. Device disposition was reported as returned to manufacturer as the hcp indicated they gave the device to the rep. The device has not been returned for analysis at this time.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.